Event description:
It was initially reported that during a da vinci-assisted whipple procedure, a patient with a history of severe but stable heart disease became hemodynamically unstable. As a result, the surgeon opted to convert to open surgery to reduce operative times and anesthesia. At an unspecified time after the procedure, the patient experienced a heart attack and subsequently expired. On (B)(6) 2020, intuitive surgical, inc. (Isi) obtained the following information regarding the reported event: the da vinci-assisted surgical procedure was recorded on video. However, the surgeon is unable to provide the video to isi for review due to the hospital¿s patient privacy and safety measures. During the da vinci-assisted surgical procedure, the patient experienced hemodynamic instability. The site reported the cause of the intra-operative complication was the effects of anesthesia along with the patient¿s history of severe heart disease. Although requested, the site did not disclose what medical intervention, was administered due to the hemodynamic instability. As a result of the intra-operative complication, the surgeon made the decision to convert to open surgery in order to reduce operative time and anesthesia. There were no allegations that malfunction of a da vinci system, instrument, or accessory had occurred. After undergoing the open surgery, the patient was reportedly hypotensive and had abnormal heart rates. In addition, at an unspecified time hours after the procedure, the patient experienced a heart attack and subsequently expired. The site attributed the post-operative heart attack and death to the patient¿s history of severe, progressive heart disease.

Manufacturer narrative:
Based on the current information provided, the cause of the post-operative complication is unknown. There was no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted. A review of the system and instrument logs has been performed. There were no observed events in the system logs that would suggest a product issue, and logged events are in line with normal system functionality. The log review supports the customer claim that there was no system issue during the case. Additionally, all instruments used in the case were used in subsequent procedures, with the exception of the following: monopolar curved scissors instrument (part #470179-19; lot #n11181205-0249) had zero lives remaining at the end of the procedure and site reviews have shown that no complaints were filed against the instrument. Tip-up fenestrated grasper instrument (part #470347-11; lot #n10180705-0132) and site reviews have shown that no complaints were filed against the instrument. No image or video clip for the reported event was submitted for review. A medical review was performed by an isi medical officer and the following information was provided: based upon the information provided in the complaint, I agree that the patient¿s underlying severe heart disease is the most likely cause of the patient¿s post-operative mortality. The patient experienced hemodynamic instability during the procedure which was attributed to his inability to tolerate anesthesia due to his underlying chronic cardiac disease. There were no reported issues with the da vinci system that contributed to the patient's intra-operative hemodynamic instability. However, the procedure was converted to open, due to the patient's inability to tolerate anesthesia. Post-operatively, the patient continued to hemodynamic instability and suffered a myocardial infarction and subsequently expired. This complaint is being reported due to the following conclusion: hours after undergoing a da vinci-assisted whipple procedure, a patient experienced a heart attack and subsequently expired. While there was no allegation of a product malfunction, it was indicated that the procedure had to be converted to an open approach to reduce operative time due to the patient's reduced ability to tolerate exposure to anesthesia. After undergoing the open surgery, the patient was reportedly hypotensive and had abnormal heart rates. In addition, at an unspecified time hours after the procedure, the patient experienced a heart attack and subsequently expired. While the site attributed the post-operative heart attack and subsequent death to the patient¿s severe/progressive heart disease, it is unknown if the reported complications are related either directly or indirectly to the da vinci-assisted procedure. Blank MDR fields: follow-up was attempted, but the missing patient information in sections was either unknown, unavailable, not provided, or not applicable. The expiration date for section is not applicable. Field is blank because the product is not implantable. Information for the blank fields in section is not available. Fields are not applicable.